Event description:
It was reported that a patient underwent an abdominal procedure on (B)(6) 2012 and suture was used on the fascia tissue. During use, the suture broke a few centimeters behind the needle. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.